Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 393mg/dl. Troubleshooting was performed. The customer stated that the device was not exposed to a high magnetic field. Assisted the caller to perform the displacement passed. The customer called back to report button error alarms. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with operating currents within specifications. The device passed the self test. However, the insulin pump was unable to prime during the prime test as a result of a loose/protruded motor support disk. The device also alarmed button error followed by intermittent buttons due to corroded keypad traces. Further testing could not be performed due to the prime anomaly.